Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one conquest device was returned for evaluation. Upon visual inspection, multiple crimp marks were noted throughout the catheter. Frayed fibers and unraveling were noted to the balloon. An in-house presto inflation device was used to inflate the balloon and maintained a normal uniform shape and pressure, the balloon was noted to deflate in 1min and 50 seconds. The balloon was cut and the proximal end of the balloon was noted to be deformed with the glue bullet not seated in the correct position. Therefore, investigation is confirmed for the reported deflation issue and identified material deformation as the deflation time exceeded the specified standard time and glue bullet was not seated in the correct position in the catheter. Additionally, investigation is confirmed for the identified frayed fibers and unraveling as frayed fibers and unraveling were noted to the balloon. The identified glue bullet not seated in the correct position could be the reason for the reported deflation problem. However, a definitive root cause for the reported deflation problem and identified material deformation, frayed fibers and unraveling could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly cannot be deflated. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly cannot be deflated. There was no reported patient injury.